Event description:
I used fixodent from 2006 until 2007. While I was using product, I began experiencing numbness and tingling in my extremities. In '07, I was diagnosed with neuropathy. Blood tests taken at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires medical treatment. Dose or amount: 1. Fixodent. 2. Sea bond. Frequency: once daily. Route: mouth. Dates of use: 2006 - 2007. Event abated after use stopped or dose reduced: no.